Manufacturer narrative:
Product has been returned for evaluation. We were able to confirm that the issue was jamming. The stapler arrived with 2 staples that were formed, but jammed in the stapler. The jammed staples were removed, and the stapler was tested with the remaining 4 staples that were present into test foam. The stapler was found to intermittently have staples stick or jam thereafter. It is most likely that the metal components that form the staple were slightly damaged either during jamming or upon removing the jammed staples. We were unable to confirm the location on the patient as to where the staples were placed. End of report.

Manufacturer narrative:
No information was provided as to the patient. No lot number was provided and without lot number the expiration date and date of manufacturer could not be determined. UDI not applicable at this time for this is a class I device. Product has not been returned for evaluation. This type of event may occur if the user does not follow the following condition. The location and placement of the staple was not provided in the reported event. "Contraindications when it is not possible to maintain at least 5mm distance from the stapled skin to underlying structures, the use of staplers for skin closure is contraindicated."

Event description:
A hospital employee reported during the use of the stapler to close an incision following surgery the staple jammed into the skin. The doctor applied local anesthesia to remove the deformed staple from the patient's skin which did not release properly from the stapler.